Manufacturer narrative:
Race is unknown. Investigation: the subject device is not available for inspection. A review of complaint files for the subject device as well as DHR and ncr files using the lot information was conducted. In addition, a sample device from the same lot was tested. All results are filed internally. There were no findings that could have contributed to the event in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed if necessary.

Event description:
A copy of user facility medwatch report (B)(4) was received in the mail from the FDA on (B)(6) 2019. According to the report a drill bit broke. Broken pieces were removed and imaging confirmed no pieces were left in the patient's wound. On (B)(6) 2019, the reporter was contacted via phone and it was confirmed that all pieces were removed and implantation of the proximal humerus plating system was completed using the additional drill bit in the set. No other reports of patient impacts were reported.